Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy procedure, suction irrigator or grasper tend to get caught in the trocar and pull the trocar sleeve out. The surgeon said that when they do an instrument exchange with the 5mm trocars, they end up pulling the trocar out of the patient. Nothing was done to resolve the issue. There was no patient injury.